Event description:
A device report from (B)(6), indicated a hospital in (B)(6) reported. On (B)(6) 2011, pt was implanted with a distraction assembly. For eleven (11) days after the procedure, the surgeon distracted 0.5mm per day for the right and left upper jaw. On (B)(6) 2011, surgeon found an extension difference for right 4mm and 5.5mm for left in the upper jaw by cephalometric radiograph. For two (2) days surgeon made an add'l four (4) turns extended than the right on the implant. After these add'l turns, the right and left jaw were almost the same. After these turns, surgeon made the same amount of extension for right and left jaw. In this (B)(6), the extension was succeeded without any problem, so removed the implant for extension, date of removal unk. This is 1 of 2 reports for this event.

Manufacturer narrative:
(B)(4): the manufacturing records were reviewed and no complaint related issues were found.(B)(4): placeholder.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.